Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed displacement test. Pump error alarmed during self test and confirmed in pump history with variable due to broken trace at u1 keypad assembly.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 7.4 mmol/l at the time of incident. Customer was able to complete rewind. The insulin pump will be returned for analysis.